Event description:
Device 1 of 5. Ref MFR reports: 1627487-2013-24137, -24138, -24139 and -24140. The pt was implanted with two leads from the same lot number as well as two extensions from the same lot number. It was reported the pt's stimulator system will be explanted because one of the pt's supraorbital (off-label) leads as well as one of the extensions header was coming through the pt's skin in her mid back. The pt stated the issue began sometime in (B)(6) 2012 and that she has been covering the area with gauze. The pt did not contact her physician or sjm regarding the issue. Additionally, the pt has not used or charged her ipg since (B)(6) 2013, consequently, her ipg battery is depleted. F/u identified the pt's entire system was removed on (B)(6) 2013.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.